Manufacturer narrative:
(B)(4). It was reported that the following procedure the patient experienced extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. The patient underwent mesh removal on (B)(6) 2013. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with bilateral extraperitoneal vaginal vault suspension and platelet grafting due to midline and lateral cystocele and vaginal vault prolapse.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/30/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient concurrently underwent anterior colporrhaphy with interposition of mesh.

Event description:
It was reported that patient concurrently underwent anterior colporrhaphy with interposition of mesh.